Manufacturer narrative:
D10: 320-42-03 - eq reverse 42mm humeral liner +2.5: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient initially underwent a left shoulder arthroplasty. Postoperatively, the patient experienced a dislocation. The surgeon subsequently removed the standard humeral adapter plate and the +2.5 mm humeral liner and replaced them with a +5 mm humeral adapter plate and a constrained +2.5 mm humeral liner. The patient was last reported to be in stable condition following this intervention.